Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0x16mm drug eluting stent twice in a lesion in the proximal rca. The stent would not cross the lesion. When the stent was removed the second time the physician discovered a bent strut. The device was exchanged for another taxus express2 3.0x16mm drug eluting stent to complete the procedure after the lesion was predilated with a maverik balloon. No patient complications were reported. Patient status is satisfactory.